Event description:
Fiber broke resulting in burning the doctor's hand.

Manufacturer narrative:
A call was received by the dornier service dept. The call was regarding an incident where a doctor was burned by a fiber. The caller wanted to know what may have caused this incident. It is likely that the fiber may have been bent beyond it's minimum bend radius resulting in a break and when fired resulted in a burn to the doctors hand. The fiber was discarded by the customer and was not returned to dornier for investigation. Without the returned fiber, it can not be determined what caused this incident. The doctor did not suffer any permanent damage from the burn.